Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device MFR's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) pt called technical support regarding a high solution temperature alarm. During the call, it was stated that the pt was taking antibiotics for peritonitis. Upon follow up with the pt's pd nurse, she confirmed that the pt was diagnosed with touch contamination peritonitis and treated with antibiotics. She added that she will not be providing any pt medical records due to hipaa and kaiser policy. The pt continues with the ccpd program in stable condition.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.